Event description:
During surgery the fortec green light laser malfunctioned. The laser was foggy and did not provide good visualization. The physician could not proceed. The original intended procedure was a photovaporization of the prostate and minimally invasive surgery through the urethra. Physician then completed procedure as a transurethral resection of the prostate (turp), which is a different modality. The patient ended up having to stay overnight. These are rented devices from fortec who the hospital contracts with. They are brought in by representatives solely for surgery. They do routine diagnostic checks on the equipment before it is used. The rep that was here for the case did not have any backups for this specific lens. We have had issues over the past several months with fortec. We have had problems with reps being late for cases as well as reps unfamiliar with our fortec equipment here, specifically equipment that they say is old. However, it is fortec equipment and it is unacceptable that they are saying they do not know how to operate it. Their unfamiliarity with the equipment has caused delays in case starts.